Event description:
During an unknown procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that the powder did not deploy out [difficult or unable to spray - subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a clear plastic bag. The plastic bag was labeled in error as (B)(4). Provided with the return was an open plastic tray without a lid stock. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved could not confirm the report. All components were not included in the return (only 1 catheter was returned), therefore a complete evaluation was not possible. The returned catheter appeared to be unused with no visible powder within, no kinks, and no discoloration observed. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was visible on the exterior of the returned components, loose in the tray, and in the device nozzle. When tested as returned, the device sprayed as intended with and without the returned catheter attached to the device. The co2 cartridge audibly discharged upon deactivation of the device and the co2 cartridge was fully punctured. At this point in the evaluation, the components of the regulator popped out of place. The lance, spring, small metal ball bearing, white o-ring, and black o-ring were all accounted for. The lance appeared to be correctly beveled. The foam was noted to be oriented correctly in the handle (slits facing downwards towards the red activation knob). A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the laboratory evaluation of the returned device could not confirm the report because the device sprayed as intended as returned. The root cause for the report of unable to spray is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Catheter occlusion can be a cause of this device not being able to spray powder. However, we could not conduct a complete investigation because only 1 of the provided catheters was returned for evaluation. This limits our ability to conclusively determine a cause. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.